Manufacturer narrative:
(B)(4). Method: manufacturer/evaluation/investigation in progress. Device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Patient self tester reports that protime microcoagulation system generated a pt/inr 0.8 and she repeated the test a few minutes later and got a pt/inr 8.2 on her instrument. The customer tested again on (B)(6) 2011 and got an inr 2.0. She was not tested by a laboratory. Customer's therapeutic range is pt/inr 3.0-4.0. No adverse event(s) reported.